Event description:
It was reported by the patient that the previously working remote monitor will not turn on. The patient tried changing batteries and still no power to the monitor. The monitor will be returned. No patient complications have been reported as a result of this event. It was further noted that the monitor had been returned.

Event description:
It was reported by the patient that the previously working remote monitor would not turn on. The patient tried changing batteries and still no power to the monitor. The monitor will be returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found corrosion in the battery compartment and the battery cover was missing. However, the monitor passed functional testing, analysis was unable to simulate the failure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.